Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the catheter was placed in the correct position (in the liver) by the physician, the generator was on the catheter connected, the wattage was set to 80, and the time was set to four minutes. The nurse pressed the start button but the generator failed to activate and it was giving the general warning code. They pressed the restart button, and repeated the process twice but still nothing happened. They waited a few more minutes and repeated the process one more time, then checked the tubing, the connections, and restarted the procedure at the same 80 watts and four minutes but still nothing happened. After consulting the manual, the physician decided to wait six minutes and again restarted the procedure and still nothing happened. The general warning alarm occurred on each attempt. The alarm was activated when they pressed the "start/stop" button on the generator. The catheter did not activate, it never started at all. After a few more attempts the physician decided to abort the procedure with the patient still under anesthesia.